Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with an electrode belt) has been confirmed. As received, the monitor failed incoming testing. The cause for the failure was isolated to an open driven ground resistor r781 on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.